Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the veterinary patient underwent fracture repair. The physician identified suspected osteosarcoma below the lc-dcp plate. There is no further information available. This report is for one (1) vet lc-dcp 3.5 5ho l67 sst. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
510k#: device is a veterinary product. No patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.